Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump had blank display and it was vibrating. Customer¿s blood glucose level was 131 mg/dl. The screen turned off and red light on screen was flashing contact has darker shade display. Customer reported that the display did not returned after insulin pump got restart. Customer reported that they did not received failed battery alarm. Customer reported that contacts on the battery cap was neither missing nor damaged. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly.